Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that during the implant the patient's heart was pierced. The patient also reported having an infection. Follow-up was conducted to obtain additional information, but the attempts were unsuccessful. Records indicate the device and lead are still in use. No further patient complications have been reported as a result of this event.